Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have over delivered insulin. Customer reported of rolling over insulin pump while asleep causing buttons to be pressed and 13 units of excess insulin to deliver. Customer reported to have been woken up by diabetic glucose monitoring system. Customer's blood glucose was 39 mg/dl and was treated with two cans of soda. Customer's blood glucose began to elevate.